Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, the system cuts deeper then expected during lasik flap creation. Additional information requested.

Manufacturer narrative:
During the onsite visit the fse (field service engineer) was not able to confirm thickness checking the logfiles. Fse performed cut tests on pmma and found readings thicker than expected. Fse stated possible root cause in flap thickness are unstable environmental conditions. Fse adjusted z-offset to achieve correct flap thickness, made flap test cuts on pmma to confirm flap cuts were in specifications. Root cause could not be determined conclusively. Most possible root cause could be unstable environmental conditions at the customer site. The manufacturer internal reference number is: (B)(4).